Event description:
It was reported that during a gastrectomy, the tissue pad started to come off, it did not come off all the way and is still attached a little bit to the device. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.